Event description:
As reported by the user facility: end of epidural catheter broke and is lodged in the epidural space. The fractured portion of catheter remains in the pt and there are no plans to remove it. The pt has suffered no adverse sequelae related to this incident.